Manufacturer narrative:
Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? In this case doctor performed surgery called maxillectomy. Before start suturing doctors opened suture package & black braided silk suture was found brown/whitish color. Then doctor try to check strength of suture & suture broke additional summary evaluation: retain samples were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Tensile strength test and knot pull tensile strength was performed and the samples met the tensile strength requirement.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: photo returned for analysis. Suture breakage & suture discoloration is evident from photo. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not a confirmed complaint.,all the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. One complaint sample was received in open condition. During visual evaluation of received complaint sample it was found that suture was broken just below swage point. During visual inspection of needle bore, suture tail was visible for about 1mm below swage point. Suture discoloration was also noticed in received compliant sample. As complaint sample pack was received in open condition functional product evaluation cannot be performed on received sample.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an maxillectomy procedure on (B)(6) 2018 and suture was used. Suture breakage was reported. Additional information was provided.